Event description:
It was reported that the patient¿s implantable neurostimulator (ins) battery wasn¿t holding a charge. The ins used to last the patient 2-3 weeks, and at the time of the report only lasted 2 days. This had been going on for the last 2 months prior to the report. The patient charged it until it was completely charged. She knew it was charged because the last quartile would be finished on the charging screen, and stated the programmer verified where the ins battery level was at. The last 2 months prior, it had been taking hours to charge up the device. The patient literally had to be in bed throughout the day for it to charge. The patient didn¿t usually wear an implantable neurostimulator recharger (insr) belt. She had turned the device on for a couple hours in a day and then turned it off and had not been able to use it because it took too long to charge. It hurt to charge over the ins because it was sensitive. The patient thought it had been that way since she got the device. The ins was blinking at the 1/4 quartile and all coupling boxes were black. The patient didn¿t feel stimulation at the time of the report, and hadn¿t used therapy in a week. It was reported that there was stimulation in the wrong location. As of two months prior to the report, the patient started having stimulation midway down her buttock, and all the way down to her leg. The patient needed to have stimulation from mid-section of her back to the tailbone. She had it adjusted and things were fine for a week or two, but then the stimulation changed. The patient was hurting because of this. The patient tried making adjustments with the programmer by increasing and decreasing stimulation but she had a hard time doing that. The patient clarified that was made out to the patient and she just wasn¿t sure how to do that. The patient had a fusion on l5 and s1 and it was always hurting there. L4 was bothering her as well, and the fusion was done in 2005. L4 had been bothering her for 8-9 months and the patient noted that she discovered through an MRI that there was a problem with l4 and had a herniated disk. The patient checked to see if stimulation could be turned on with the implantable neurostimulator recharger (insr) to continue troubleshooting with the programmer, but the ins was too low. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Event description:
It was further reported that the patient still had concerns regarding her device or therapy. The patient still had a lot of pain and needed an adjustment. The patient had just moved and had an upcoming appointment with a pain clinic on (B)(6) 2014. If additional information is received about the outcome, a follow up will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).